Event description:
On (B) (6) 2010, the patient reported his blood glucose is elevated to 440 mg/dl and he is concerned there is a blockage in the infusion set the infusion device is not detecting. His target blood glucose range is 120-150 mg/dl. He stated he bolused through the infusion device but his blood glucose has not decreased. The infusion site was changed on (B) (6) 2010 and again prior to the report. He stated there was blood on the infusion site adhesive. The patient was away from home and unable complete troubleshooting. The patient called back and reported his blood glucose dropped "a couple hundred points" since changing the infusion site. He believes elevated blood glucose was due to a bad infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.